Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2012 and then approximately 10 years, 11 months, later, on (B)(6) 2023, they experienced a revision surgery. Patient was revised to a competitor¿s devices. Revision operative report of (B)(6) 2023 - periprosthetic osteolysis of internal prosthetic left knee joint and left knee flexion instability. The left knee was examined and showed moderate effusion with significant joint laxity. Rom was from 0-120 degrees. There was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but no evidence of prosthesis loosening. The femoral and tibial components were removed without any significant bone loss. The patella was also removed; it was worn and asymmetrically resurfaced. A sterile compressive dressing was applied. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation. There is no other information available.

Manufacturer narrative:
H3: investigation results: the revision reported was likely the result of prosthesis wear, osteolysis, and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and instability could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.